Event description:
It was reported that the fiber broke and the laser pointer that comes out when the equipment starts. Also, noted that the break was close to the connector. There was no patient or procedure involved.

Event description:
It was reported that the fiber broke and the laser pointer that comes out when the equipment starts. Also, noted that the break was close to the connector. There was no patient or procedure involved.